Manufacturer narrative:
It was initially reported with the statement "the actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete." However, this is not the correct statement, the correct statement is: the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted.

Manufacturer narrative:
Weight: (B)(6). Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. [(B)(4)].

Event description:
The user facility reported patient was re-admitted with a retroperitoneal bleed. Access was a right femoral artery procedure, coronary angiography, rca stenting. Lima graft angiography equipment used was vascular solution 4fr micropuncture set, 4fr sheath 6fr sheath, 4fr jl4 diagnostic catheter 4fr 3drc diagnostic catheter, 4fr jr4 diagnostic catheter, 4fr ar1 diagnostic catheter, 6fr jr5 guiding catheter, allstar 0.014 wire, 3x 12 apex balloon, and 3.5 x 24 synergy. Blood loss was 10cc. The procedure was a success, and the patient was reported to be stable. Additional information was received on march 9, 2018. The patient was still currently in ICU and treatment was ongoing. A user facility medwatch was received on march 12, 2018. The patient underwent a cardiac cath procedure with stent placement on (B)(6) 2018 and was discharged on (B)(6). The patient returned later on (B)(6) complaining of sharp stabbing pain in right groin and abdomen and was found to have a retroperitoneal hematoma.